Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced fluctuating glucose with insufficient meal boluses and frequent evening corrections leading to low glucose, with one episode reaching 54 mg/dl for about two hours and a separate high to 256 mg/dl; the user treated the low with juice and received device low-glucose alerts, and education was provided on meal announcements and timing to address potential under-bolusing. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness or other acute effects. Outcomes included transient low and high glucose with self-treatment and no medical intervention or hospitalization. Investigation included complaint handling, case review, and user troubleshooting and education. Investigation of this case revealed no device malfunction and suggested use-related factors, including meal announcement timing and correction behavior, as contributors to glycemic variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.